Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. The patient ¿s friend/family member reported the communicator charging cord is loose and had to be moved around to get it to charge. Per the reporter, the charging port has been getting looser over the last couple months. They told their doctor about this at their last refill, who told them "you don't want to get in a situation where you can't use it," and the company representative called the caller late friday evening and told them to call the manufacturer about this issue but it was already closed by then. An email was sent to the repair department to replace the communicator. The communicator charging port is loose, so caller has to move cord a certain way in order for it to charge. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 , serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-jun-2020. H3. Analysis of the communicator found that the complaint could not be verified. The device passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.